Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported gi bleeding and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. It should be noted that coumadin treatment was reportedly stopped in early (B)(6) 2020 due to the recurrent gi bleeding, and (B)(6) was ultimately exchanged on (B)(6) 2020 due to reported clotting of the outflow graft and two of the three aortic valve leaflets (reported under manufacturer report number 2916596-2020-01838). The center reported that the patient experienced black stool. An egd and colonoscopy were performed and gastrointestinal bleeding was confirmed. The patient was taken off coumadin in early january and had not had any bleeding since that time. The admission/event dates were reported to be 17dec2019 through 22dec2019. It should be noted that heartmate 3 lvas, serial number (B)(6) was exchanged on (B)(6) 2020 due to reported clotting of the outflow graft, as well as 2 of 3 aortic valve leaflets being obstructed by clots. The reported low flow alarms were confirmed based on the evaluation of the log files that were submitted under another product experience; however, a specific cause for the low flow alarms could not be conclusively determined. (B)(6) was returned under another product experience(manufacturer report number 2916596-2020-01838). Depositions of coagulated blood were observed within the inflow cannula, outflow graft, outflow graft attachment, pump outflow, pump cover, rotor, and rotor well. All of the observed depositions within the device appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump, which is consistent with the low flow alarms recorded in the log file data; however, a specific cause for the interruption in flow cannot be conclusively determined. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 due to symptoms of black stool. An esophagogastroduodenoscopy (egd) and colonoscopy confirmed that the patient was experiencing gastrointestinal (gi) bleeding. The patient was taken off coumadin to treat the bleeding. The patient has not been anticoagulated since early (B)(6) because of the recurrent gi bleeding but has not experienced any bleeding since that time.